Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the anvil disconnected from the tube, and remained stuck in the esophagus. A gastroscopy was necessary to remove the anvil. There was no patient injury. This event did not result in tissue damage. However, operating room time was extended more than 30 minutes.